Manufacturer narrative:
H6 "clinical signs, symptoms, and conditions" code corrected from e2402 to e2403. A cut catheter was received for evaluation. The balloon end was not returned. The received product measured 145mm; 175mm of the device were missing. The cut was straight and clean. Review of quality databases revealed no anomaly in connection with the described defect.

Event description:
According to available information, the patient with this device pulled it out on his own. The lower third of the device with the balloon and tip was left in the patient's body. The patient was transferred to the emergency room for evacuation of the foreign material that remained in the patient's body.